Manufacturer narrative:
If follow-up, what type) device evaluation: device evaluated by MFR) the three battery chargers were returned to medtronic for evaluation. Visual/physical examination, functional testing, and performance testing was performed for each battery charger, but the reported issue was unable to be confirmed. Visual inspection confirmed that all led lights passed for each battery charger. Visual inspection did note that there were leaky caps present with each battery charger. There was stress/fatigue of components. Each battery charger was installed into a test system. The system readied and charged as expected with each battery charger. Additionally, there were no battery issues, low voltage or unexpected power downs while each battery charger was under test. There was no functional problem found with the battery chargers. H2) device evaluation: h3) the door winch cable assembly was also returned to medtronic for evaluation. Visual/physical examination and functional testing was performed but the reported issue was unable to be confirmed. The motor isolation test passed. There were no internal opens or shorts in the motor assembly. The tractor drive assembly was tested with a motion cart. Forward and backwards motion passed, and the brake was engaging and disengaging as normal. The drive assembly functioned as normal. It was noted that visual inspection showed light wear and tear on the gear assembly from normal use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device UDI number unavailable. A manufacturer representative went to the site to test the equipment. The three chargers were changed out. Additionally, the door winch cable and cover were changed out. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after a planned maintenance (pm), some parts required changing. Specifically, it was reported that there was a charger overload of 0.2 v. In addition to the issue with the charger, it was noted that the door winch cable odometer does not feed to the type of cable winch, so the door winch cable required changing. It was also noted that both the lexan channel and rear cover needed to be changed. There was no patient present.